Event description:
Additional information 22 nov 2022: the item number and the serial number were updated.

Manufacturer narrative:
Other, other text: b5: additional information h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: d4:UDI#; d4: catalog nr.; d4:model nr.; d4:ser. Nr.; h4: dev. Mfg. Date; d1:brand name; d2:prod. Code; d2:common dev. Name; d3:mfg name; g5:(510k0 nr.

Event description:
It was reported that the pump was not completely infusing. According to the patient, from a 526 milliliter bag, the pump was infusing a different amount of medication, on two different days, over the same rate of infusion and time. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.